Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The patient spoke with tech and stated that the unit will not power up. The patient states they checked the fuse and it was okay.